Event description:
Customer reported a hypoglycemic event that fractured her leg. The customer also reported a hospitalization event for low blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 34 mg/dl. The customer stated there was no significant events leading to the hospitalization. The customer also reported the cause of low blood glucose was unknown. Troubleshooting also found the insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.